Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-29. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened un-retracted unit and two photos. Upon visual inspection, it was found that black specks were embedded within the grip of the unit. The reported defect was confirmed. The material was determined to be a non-foreign, burnt particulate resin. These specks are a result of material build up on the barrel/screw breaking free during the molding process. Molds are purged between lots to reduce buildup; however, one lot can sometimes take up to ten days to produce. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology 24ga 0.75in (0.7 x 19 mm) experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: material - 382512 batch - 0216844. We have received a complaint for 2 each product# 382512. Lot# 0216844. Black speckles in device.

Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in (0.7 x 19 mm) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology 24ga 0.75in (0.7 x 19 mm) experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: material: 382512, batch: 0216844. We have received a complaint for 2 each product# 382512. Lot# 0216844. Black speckles in device.